Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to episodes of loss of consciousness, severe back pain, vomiting and diarrhea. The physician determined the pump malfunctioned (side port appeared to be turning off the pump once it is used) and therefore decided to explant the pump. The patient claims the diagnosis is full blown opioid withdrawal causing a heart attack and severe memory loss issues.